Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with other, insulin pump (subcutaneous insulin infusion). The customer reported blood glucose value of 528 mg/dl and a current blood glucose value: 208 mg/dl. The event involved product(s) mmt-1884l, mmt-242a, mmt-7040pa, mmt-332a. The customer was using the auto mode/smartguard feature at the time of the event. The customer reports insulin not being delivered, no detachment or insulin flow block issues, resolved by changing set .the customer reports crack on the screen, alarm sound not as loud, sensor glucose vs blood glucose off more than 20 points. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884l. No product return is required for mmt-242a. No product return is required for mmt-7040pa. No product return is required for mmt-332a.